Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc reviewed the photometer data for the sample in question, which indicated little or no sample was aspirated. The customer stated the sample tube had enough sample and contained no bubbles. The ccc instructed the customer to run precision testing, and results were acceptable. Ccc ran service methods via remote connection, and all passed except for sample probe 1. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse replaced the aliquot probe, and performed alignments, which passed. The cse performed a total service visit. The cse also performed an acid clean of the reagent probes, deleted old files in the database, and ran a quick check. The cse ran a diluent check, applied correction, ran service methods, and quality controls, which resulted within range. The cause of the discordant, falsely low ammonia result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low ammonia result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was not reported to the physician(s). The sample failed a delta check, indicating the result did not match with a result previously obtained for the patient. The sample was repeated on the same instrument twice, resulting higher. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ammonia result.